Event description:
Additional information received confirming that the physician elected to treat the patient by implanting a bifurcated afx2 device and ovation ix extender on (B)(6) 2018; however due to the extreme force used to retrieve the nosecone during the procedure, both implanted stents were displaced into the left iliac. In response, the physician then implanted an ovation ix iliac limb which deployed successfully, and there was no evidence of a residual endoleak. The patient is reported in stable condition. In addition, clinical assessment confirmed that the reported possible type 1b or 3b endoleak is actually a type 1b.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following observation: type ib endoleak of the right iliac. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. The final patient status was reported to be in stable condition. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation; they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an intuitrak bifurcated and infrarenal in 2011. Recently, during a recently follow up CT, it was noted that the patient had an endoleak of indeterminate origin. Patient underwent a reintervention on (B)(6) 2018 where the physician relined the patient with additional afx devices. As of this report, no additional patient sequelae have been reported.